Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported that the surgeon reported that the device arced, saw a puff and a flame at the surgical site. O2 was in use but the flow rate was unk. There was no pt injury.